Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The inspection revealed a defective air gas module and the issue was resolved by replacing it. After the replacement, the pre-use check passed successfully and the ventilator was returned to the customer in working condition. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. No logs have been received and we have therefore not been able to verify the pre-use check failure. The root cause of the reported issue could not be determined by this investigation as the replaced air gas module was kept by the customer and not returned for further investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).